Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 55-year-old male on an impella 5.5 due to acute myocardial infarction. During support, the rn stated the purge cassette was leaking and it is all wet behind the door of the purge cassette area. There was no leaking in other areas detected. They use standard gluc 5% and bicarb. There were no alarms present on aic. The patient remains on support.

Manufacturer narrative:
Investigation summary: fluid leak: since neither product nor data logs were returned for investigation, the cause of the fluid leak could not be determined.